Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scraping of the forceps stopper was physical stress. Peeling of the adhesive was caused by a combination of physical and chemical stress. The event can be detected/prevented by following the instructions for use which state: ¿ when inserting or withdrawing the instrument, make sure that the tip of the instrument is closed or retracted into the sheath, and then slowly and straightly insert the instrument into the forceps stopper attached to the t-tube. Insert and remove. The forceps plug may break, causing fragments to fall out or damage the body cavity. Also, forceps channels and treatment tools may be damaged. When pulling out the treatment instrument, pull it out slowly and straight against the forceps plug attached to the t-tube. Abrupt withdrawal or oblique withdrawal not only damages the forceps plug and reduces the suction function, but also causes the forceps plug to come off or leak irrigation fluid from between the t-tube and the forceps plug. It may spread to the patient and cause infection.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported to olympus on behalf of the customer, the tip on the cysto-nephro videoscope was collapsed and leaking. During evaluation of the returned device, the evaluation found scraping of the forceps stopper cap. There was no report of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint of leaking was not confirmed. However, the allegation of collapsed tip was confirmed. The bending tube was crushed. In addition to the finding reported, scratches were found on various parts of the device, there were wrinkles in the insertion tube, the bending angle was insufficient due to elongation of the angle wire, the forceps or channel cleaning brush could not be inserted smoothly into the forceps channel and there was a catch was observed during angle operation. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.